Manufacturer narrative:
Patient info: unk. User error. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023, a 13.2mm vticm513.2 implantable collamer lens of -1.50/1.5/85 (sphere/cylinder/axis) lens tore/break injection/delivery into the right eye (od). There was patient contact but no patient injury. The lens was intraoperatively implanted and removed. Cause of the event was reported as user error.